Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during routine predischarge check that the atrial lead was dislodged one-day post implant procedure. The right atrial lead was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
A complete lead measuring 52.4cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.